Event description:
A materials manager reported that bss (balanced salt solution) was leaking throughout the system during a procedure. It was also reported that there was "a lot of fluid under the patient's head". The case was able to be completed with the same unit without harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. A field service engineer examined the system and could not duplicate the complaint; there were no fluid leaks detected. A sample was not returned for this complaint. The root cause could not be determined. (B)(4).